Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated the paramedics were called to his home due to a low blood glucose reading of 26 mg/dl. The customer stated that the insulin pump was shooting the insulin out during the manual prime. The customer stated he changed the infusion set and reservoir, then inserted the new infusion set into his body but the anomaly continued. Nothing further was reported.